Event description:
Sureform60 stapler only fired mid way through the staple load leaving the blade exposed as the device was removed from the patient. A tissue too thick alarm had occurred at the time of this incident. Another "like" device was used without issue. FDA safety report ID # (B)(4).